Manufacturer narrative:
Multiple attempts have been made to gather more info about this event but no response has been received. Supplemental report will be filed when additional detail become available.

Event description:
Pip revision was performed by surgeon for reasons unk.